Manufacturer narrative:
(B)(4). Device returned to MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for during a stenting treatment procedure stent damage occurred. The target lesion was in the right coronary artery. The 3.5 x 32mm veriflex mr stent delivery system was being prepared before insertion outside the patient. As the protective sheath for the stent was being removed resistance was experienced. The device was withdrawn and further attempts to remove the sheath were unsuccessful. Further inspection revealed a couple of struts were "pulled up" off the balloon. The procedure was completed with another of the same. No patient complications were reported and the patient's status is ok.